Event description:
It was reported that during preventive maintenance (pm), the cardiosave intra-aortic balloon pump (iabp) port that connects to the patient had a broken plastic piece, exposing the underlying metal. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Getinge field service engineer (fse) founds the port that connects the patient simulator had a broken off plastic piece and metal is exposed and will not operate as intended. There was no patient involved. This did not effect the machine, and the operation of unit only affected the connection of trainer to be used during pm. The fse replaced front end board and tested equipment. All functional and safety test passed.